Event description:
It was reported patient underwent a revision procedure approximately 13 years post implantation due to unknown reason. No further information is available.

Manufacturer narrative:
(B)(4). D10: unknown tibia. Unknown bearing. H6 proposed component code: mechanical (g04) - femur. D4: attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.